Event description:
Account stated that the cd4000 aspirated a sample incorrectly. The instrument gave a "mixhead failed to descend" and a "mixhead failed to home" error. The samples were repeated and the account determined that the sample in rack/tube position 26/05 had results which matched the results from the sample in rack/tube position 26/06.